Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus. The customer's blood glucose was not impacted. The occlusion alarm occurred prior to contacting tandem technical support, the customer declined to troubleshoot to determine a possible cause of the occlusion. The customer indicated that the occlusion alarm was cleared and insulin delivery was able to resume.